Event description:
It was reported that the customer experienced issues with the display of the insulin pump. The customer stated that the display on the pump looked distorted. The customer's blood glucose was 120 mg/dl. Troubleshooting was done. Advised customer to insert an energizer aaa alkaline battery, and the customer stated that the display did not return to normal. The customer stated that, after inserting a new battery, he received an unexpected restart alarm. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The displacement test was not performed and unexpected restart alarm was not verified due to missing segments. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.